Manufacturer narrative:
Zoll has not yet received the product for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During console check, customer reported that few days back, the thermogard ivtm system (serial #(B)(4)) was used but the coolant was not drained, and days later, lots of liquid (distilled water + coolant mixed) was observed under the thermogard console. Same day, in the evening, customer check the console and found no liquid (empty). Customer filled the console with water and observed leak on the connection of inner tubes. No patient involvement.

Manufacturer narrative:
The reported complaint of a leaking thermogard ivtm system (serial # (B)(4) was confirmed during visual inspection. The coolant was leaking from the bottom of the coldwell and the inlet path copper "l" joint. The investigation findings revealed that the root cause of the reported issue was due to a break on the outlet hose joint from the coldwell which is likely caused by an aging console. No physical damaged observed on the console during visual inspection. The thermogard ivtm system is a reusable device and was manufactured in december 2012. The device has been operating for over 6 years and has exceeded its expected serviceable life of 3 years. No discrepancy or error observed during event log review. Initial functional testing could not be performed due to leaking thermogard ivtm system. To remedy the issue, the coldwell assembly was replaced. The thermogard ivtm system was re-tested and passed all functional tests. The thermogard system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(4).